Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, moderately calcified, tibial artery. The 2.0 mm x 120 mm armada 14 balloon catheter was advanced to the lesion without resistance felt. The balloon was inflated once to 6 atmospheres when it ruptured. Another armada balloon was used to successfully finish the procedure. It was stated that during the period of time that the devices were delivered to the hospital it was very cold in germany and that after delivery when the packaging was opened the products felt very cold. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy during inflation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.